Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and hip fracture on (B)(6) 2019 with blood glucose of 542 mg/dl, 500 mg/dl at the time of incident. The customer was treated with insulin shots in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.